Event description:
Patient was implanted with an endologix bifurcated device and a cook proximal cuff. The physician reported on 30-day follow up form (dated 2006): post-op paralysis less than seven weeks earlier. Patient died the following month of respiratory failure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device evaluation indicated no major findings.